Event description:
The pt's vendor reported that the pt experienced elevated blood glucose ranging from 5.1-21.9 mmol/l (92-394 mg/dl) for two days in 2009. The pt bolused through the infusion device and blood glucose lowered to 15.2-21.2 mmol/l (274-382 mg/dl). The pt's blood glucose measured 11.4 mmol/l (205 mg/dl) before bed measured 6.7 mmol/l (121 mg/dl) the following morning. The pt's blood glucose then elevated to 17.6 mmol/l (317 mg/dl). An e7 (electronic) error was displayed after bolus delivery and the pt was able to clear the error by changing the battery. The pt believes the infusion device does no deliver the correct amount of insulin. The pt's normal blood glucose range is 2-12 mmol/l (36-216 mg/dl). No further info is available. The pt did not require medical assistance from the healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.